Event description:
Complainant alleged that the medics were attempting to defibrillate (joule settings unk) a pt (age and gender unk), but the device shut down. The complainant indicated that the pt subsequently expired.